Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Company representative reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side rupture. Device has been explanted.

Event description:
Company representative reported right side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Company representative reported, unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) and missing piece of shell assessed, as inconclusive. Shell thickness within specification additional observations: no other observations observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Changed, and/or corrected data: d4 the previously reported device info. Does not belong to record or patient and will be un-reported.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.